Manufacturer narrative:
Service visited the site on (B)(6) 2011, and replaced sample pump syringe and sample probe tubing. The field service engineer (fse) primed instrument and ran carryover test and qc through the cta to verify instrument performance.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a fluid leak on unicel dxc 600i synchron access clinical system. The customer stated sample probe had a slow fluid leak causing residue build up below. The customer was unable to open drawer under cta. Bci customer technical support (cts) assisted the customer with troubleshooting and recommended the use of personal protective equipment before troubleshooting. The cts advised customer to treat liquid as potential biohazard and to alert staff of the leak. No fume was produced and customer was not harmed nor needed medical treatment from exposure to leakage. The lab has biohazard spill protocol. The cts recommended review of wash buffer msds.